Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument´s tip fractured off the instrument during impaction. Instrument fractured into two pieces. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the tip had broken off the cor/tri ant stem insert shaft. Broken fragment was not returned for evaluation. Additionally, device exhibited signs of usage. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like impacting the device in an off-axis position and resulting in overloading of the material. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to an unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4). 2) date of manufacture: 19-dic- 2017. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: n/a. 5) IFU reference: IFU-0902-00-836. H11 additional narrative: corrected: h3

Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The instrument´s tip fractured off the instrument during impaction. Instrument fractured into two pieces.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.